Manufacturer narrative:
The lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 25.0 diopter intraocular lens (iol) was noticed ''pitted'' during handling and prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 2/20/2018. Device evaluation: the complaint lens was received in its original folding carton with wheel case insert the wheel case insert. Visual inspection at 10x microscope magnification was performed. Lubricant material residues and loose particles were observed on the lens surface that could be related to the handling of the product in a non-sterile environment. No damaged /defect was observed on lens. Therefore, the reported issue was no verified. The condition in which the sample returned indicates that the product was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.